Manufacturer narrative:
This report has been identified as b braun medical inc., internal report #(B)(4). The actual device involved in the reported incident was not returned for eval. Without the actual sample or lot number, a thorough eval could not be performed and no specific conclusions can be drawn. While no specific conclusion can be drawn, incidents of this nature can occur when a catheter becomes lodged between rigid body structures and is stretched beyond its design capabilities, or if the catheter is withdrawn or partially withdrawn through the needle, thereby shearing the catheter. Per the instructions for use (IFU) for the reported product catalog number, "caution: do not withdraw catheter through needle because of the possible danger of shearing." No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or catheter material number. There were no other reports of this nature against the reported lot number. If a physical sample is received or if add'l pertinent info becomes available, a f/u report will be filed.

Event description:
As reported by the user facility: reports the epidural catheter tip either broke off or sheared in the pt. The catheter tip was retained in the pt. No add'l info is available at this time.